Manufacturer narrative:
The device was returned to olympus and evaluated, and the customer¿s allegation was confirmed when the reportable malfunction of foreign material in the suction cylinder was observed. In addition to the reportable malfunctions, the evaluation found the following non-reportable malfunction(s): the bending section cover adhesive was broken, the light guide lens was broken, the bending angle in up direction did not meet the specification due to wear of angle wire, the connecting tube was wrinkled, the connecting tube was dented, the electrical connector had corrosion due to water leakage, the suction valve cannot be disconnected due to blockage of the suction cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that the bronchovideoscope had weak suction during preparation for use for a diagnostic procedure. There was no report of patient injury or medical intervention associated with this event. The device was returned and during the device evaluation the following reportable malfunctions were found: foreign objects stuck in suction cylinder, connecting tube coating was peeling (more than 1 mm2), and that the product still had water droplets. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was identified as rubber packaging of suction valve. The connecting tube has peeling coating was likely caused by physical stress. However, no definitive root cause could be determined. In addition, since the suction cylinder was clogged with foreign material, it is likely the user could not completely remove water in channel. Resulting in water droplets adhering to the suction cylinder. There was no report on deformation, breakage, etc. Of suction cylinder. The user conducted reprocessing in accordance with IFU. User can detect the suggested events by handling device in accordance with the following instructions for use (IFU). Operation manual "preparation and inspection". "Inspection of the endoscope". "Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities". The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿. 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities¿. Olympus will continue to monitor field performance for this device.